Manufacturer narrative:
Additional investigations were conducted by co sales rep at the hosp and documented in co pqr file. There were two samples that were returned. These units were examined and found to be assembled and fully functional to their intended design.

Event description:
Account states that in o.r., room 4, roll stands were working fine when tested. Once case started, one roll stand was working intermittently and the other roll stand shut off completely. The nurse brought in a third roll stand and put it by the foot of the bed. The third roll stand had suction but it was working intermittently. They double checked the caps and liner and both were securely capped and inserted in outer canister. The next day the nurse moved one of the roll stands to another room and noticed that the liner had been suctioned to the top of the outer canister (like when suction is turned off). This was an emergncy abdominal aneurysm case that occurred during on call hrs. They tried to duplicate the problem but could not.